Event description:
Customer complaint: good morning mighty bliss staff, I am reaching out to confirm that I did experience an adverse reaction from using the mighty bliss electric heating pad. Due to this adverse skin reaction I acquire additional fees from urgent care appointments, doctors appointments, and paying for skin treatment medication and prescriptions. I would like to be reimbursed for all of the costs I acquired as a result of using this heating pad. I look forward to hearing from you. Best, carine wellington at the time of use, the mighty bliss electric heating pad was being used for menstrual cramps and back pain. The heating pad compromised the skin causing irritation which eventually led to a bacterial skin infection. Further information on the adverse skin reaction, and treatment use of the mighty bliss electric heating pad caused skin irritation which eventually lead to a bacterial skin infection. Since acquiring the bacterial skin infection from the mighty bliss electric heating pad compromised my skin, I have provided a detailed list below of costs acquired as a result and would like to be reimbursed for the total cost of $810.